Event description:
It was reported that the patient was charging the ipg for longer periods and more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.